Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the pump to alarm for an upstream occlusion when no occlusion was present. The upstream sensor was replaced.

Event description:
It was reported that while delivering fluid, a pump alarmed 3 times for an upstream occlusion, when no occlusion was present (medication, programmed amount and delivery rate unk). There was no pt involvement.